Event description:
Device #2 of 2: reference MFR. Report: 1627487-2018-07568. Follow up information identified tthe patient is receiving effective stimulation.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2018-07569. It was reported the patient suffered a fall and landed on the side of the ins. Lead diagnostics indicated impedances 3500-3900. The patient underwent surgical intervention on (B)(6) 2018 where the single drg lead was connected properly, however one of the port plugs was not fully inserted. The ins was removed and replaced and the lead was connected to the newly implanted ipg. Intra-operatively, it was determined the patient was not receiving therapy and impedances remained the same. Troubleshooting was unable to resolve the issue. The lead was explanted and the physician attempted to implant a new lead however,the stylet got stuck and the physician implanted a new lead .